Manufacturer narrative:
Additional information was added to d9, h3 and h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, including pressure and clear passage testing; and no blockage or leaks were observed. Furthermore, pull testing was completed with no separation detected. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a non-dehp micro-volume extension set was cracked and broken which resulted in a leak. It was further reported that fluid was observed leaking out of the hole in the medline filter when medication is manually pushed through the line and when infused from the syringe pump. The set was used with a ventricular assist device (vad) and a double lumen peripherally-inserted central catheter (PICC) line. This issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.